Manufacturer narrative:
Reported in abundance of caution as the event occurred during a procedure. Olympus keymed raised a number of further questions with the originator of the complaint. These included the condition of the patient, whether there was a delay in the procedure and if the workstation was still being used by the facility. No response received. A field service engineer did attend site. They carried out a full inspection and electrical test of the workstation. They concluded that the wm-np2 workstation was working correctly and found no issues. No further reports will be submitted, however, if any new information is received the case will be reviewed. H3 other text : field service engineer and tested workstation on site.

Event description:
Workstation power supply interruption during procedure.